Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18 (B)(4) although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used in the duodenum during a stenting procedure performed on (B)(6) 2014. According to the complainant, the stent was being placed to treat a lesion. Reportedly, the patient¿s anatomy was tortuous. During the procedure, the physician experienced difficulty in determining the position of where the stent should be deployed. The physician attempted to reconstrain the stent to adjust the position; however, the stent was unable to be reconstrained due to the severe curvature of the duodenum. The physician made a second attempt to release the stent but resistance was met when operating the handle and the handle detached from the outer sheath. The physician removed the stent and delivery system from the patient together with the endoscope. The stent was one third deployed when it was removed. There were no patient complications reported as a result of this event. Reportedly, following removal of the endoscope and stent, the physician cut a portion of the delivery system protruding from the distal end of the endoscope and then removed the delivery system from the scope.

Manufacturer narrative:
A visual examination of the returned device found that the stent had been deployed and that the distal end of the shaft had been cut by the physician as outlined in the complaint reported. The dissected section of inner measuring 210mm was returned however, the distal section of outer sheath was not returned. It was noted that the outer sheath was broken at 9mm from proximal end and was accordioned. During analysis it was not possible to move the outer sheath proximally due to the accordioning of the outer sheath but it was possible to move the outer sheath distally and withdraw the inner from the outer sheath. No issues were noted with its profile other than the spacer tube had moved distally from the stainless steel handle. The blue section of the outer sheath was dissected longitudinally and no issues were noted. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited.  Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.  A search of the complaint database confirmed that no similar complaints exist for the specified batch.  A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used in the duodenum during a stenting procedure performed on (B)(6) 2014. According to the complainant, the stent was being placed to treat a lesion. Reportedly, the patient's anatomy was tortuous. During the procedure, the physician experienced difficulty in determining the position of where the stent should be deployed. The physician attempted to reconstrain the stent to adjust the position; however, the stent was unable to be reconstrained due to the severe curvature of the duodenum. The physician made a second attempt to release the stent but resistance was met when operating the handle and the handle detached from the outer sheath. The physician removed the stent and delivery system from the patient together with the endoscope. The stent was one third deployed when it was removed. There were no patient complications reported as a result of this event. Reportedly, following removal of the endoscope and stent, the physician cut a portion of the delivery system protruding from the distal end of the endoscope and then removed the delivery system from the scope.